Event description:
The customer reported the unit gave a power on self-test (post) level error. The device was not in use on a patient. No patient or user harm was reported. The customer confirmed the alarm light emitting diode (led) was illuminating as expected. The customer had previously replaced the power switch overlay for this issue the problem repeated 30 days later. The remote service engineer (rse) advised to replace the power management (pm) printed circuit board assembly (pcba). The customer reported they followed suggested repair by removing all power and reconnecting the unit. The unit was tested, and it was returned to service.